Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using powerport ti l/p 6 chronoflex. Before use it was found that the catheter lead allegedly molten into the packaging. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim products that are cleared in the us. The pro code and 510 k number for the powerport slim products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one catheter in an inner packaging tray from a powerport slim implantable port kit were returned for sample evaluation. Along with returned sample one photo was provided for review. Visual evaluations were performed. A product package tray with a catheter was received within the package. The proximal portion of the catheter received was noted to be melted to one corner of the inner packaging tray as the end noted to be flat. Catheter melt in packing seal was noted in photo review. Manufacturing review was performed and it was observed that catheter trapped at the edge of the inner tray, it was observed that the trapped tip was deformed and that the transfer of the seal at the edge of the tray was thinner in that section and "catheter trapped in the sealing area" is confirmed. Therefore, the investigation is confirmed for the reported catheter molten into the packaging issue. The cause of this condition related to manufacturing. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using powerport . Prior to procedure, it was found that the catheter lead allegedly molten into the packaging. There was no patient contact.